Manufacturer narrative:
Based on the clinical assessment for this event, it was found that there was no device issue with the afx2 bifurcated stent graft and that the physician elected to reline the graft prophylactically with a non-endologix stent. It was also noted that the patient did not have a aaa, rather aorta-iliac junction stenosis, which is off-label use according the device IFU. The final patient disposition could not be ascertained due to the lack of medical information surrounding the repair procedure, however, there have been no additional reports of patient sequelae. A review of the device quality record shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension to repair an aortic dissection. It was observed during the initial implant procedure the wire was observed to be outside the graft. The initial procedure completed without further incident and a seal was completed. On (B)(6) 2017 the patient had a computed tomography angiogram (cta) completed. The cta showed the patient did not have an endoleak. The physician elected to reline proactively in (B)(6) 2017. There have been no additional adverse events reported for this patient.